Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered via remote monitoring when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The data was analyzed and the s-ICD battery was depleting 2.25 times faster than expected. The cause of the error was unknown and it was not possible to predict whether the depletion rate would be steady. A device replacement was recommended. An immediate replacement was planned. Due to the patient¿s bedridden condition the replacement did not take place. It was noted as a result, increased remote monitoring follow ups will be performed in the meantime. No adverse patient effects were reported.

Event description:
Additional review by engineering noted that the power consumption had decreased back to normal levels and the battery voltage had recovered. Boston scientific technical services (ts) recommended a programmer interrogation to clear the bd error, thus if the voltage dropped or power consumptions increased again a new alert would be seen via remote monitoring. A review of the latest upload by boston scientific technical services (ts) noted that there were no system errors or fault. Ts noted that one possibility could have been that the patients bed was creating a noisy radio frequency environment that was preventing the communicator from linking to the s-ICD.

Event description:
It was reported that an alert was triggered via remote monitoring when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The data was analyzed and the s-ICD battery was depleting 2.25 times faster than expected. The cause of the error was unknown and it was not possible to predict whether the depletion rate would be steady. A device replacement was recommended. An immediate device replacement was planned. Due to the patient's bedridden condition, the replacement did not take place. It was noted as a result, increased remote monitoring follow-ups will be performed in the meantime. No adverse patient effects were reported. Additional review by engineering noted that the power consumption had decreased back to normal levels and the battery voltage had recovered. Boston scientific technical services (ts) recommended a programmer interrogation to clear the bd error, thus if the power consumptions increased again, a new alert would be received via remote monitoring. A review of the latest upload by boston scientific technical services (ts) noted that there were no system errors or faults. Ts noted that one possibility could have been that the patient's bed was creating a noisy radio frequency environment that was preventing the communicator from linking to the s-ICD. This device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was erroneously submitted as follow-up 002. As per request by the FDA on august 2, 2023, follow-up 002 has been resubmitted as follow-up 001 in an effort to release follow-up 002 from hold status.

Event description:
It was reported that an alert was triggered via remote monitoring when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The data was analyzed and the s-ICD battery was depleting 2.25 times faster than expected. The cause of the error was unknown and it was not possible to predict whether the depletion rate would be steady. A device replacement was recommended. An immediate device replacement was planned. Due to the patient's bedridden condition, the replacement did not take place. It was noted as a result, increased remote monitoring follow-ups will be performed in the meantime. No adverse patient effects were reported. Additional review by engineering noted that the power consumption had decreased back to normal levels and the battery voltage had recovered. Boston scientific technical services (ts) recommended a programmer interrogation to clear the bd error, thus if the power consumptions increased again, a new alert would be received via remote monitoring. A review of the latest upload by boston scientific technical services (ts) noted that there were no system errors or faults. Ts noted that one possibility could have been that the patient's bed was creating a noisy radio frequency environment that was preventing the communicator from linking to the s-ICD. This device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. As such, it has not been returned for physical analysis. This is a transient behavior within the device's telemetry logic that rarely occurs following an unsuccessful telemetry connection. When it occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in functional undersensing and irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation (afib) and record an afib episode with misaligned markers. This transient behavior also results in the device operating in a state of increased power consumption (resulting in reduced battery voltage) due to more frequent use of the telemetry module and increased firmware execution as the device searches for a successful telemetry connection. This transient behavior is resolved with a successful telemetry connection, or a device reset. This follow-up 001 report was erroneously submitted as follow-up 002. As per request by the FDA on august 2, 2023, follow-up 002 has been resubmitted as follow-up 001 in an effort to release follow-up 002 from hold status.